Event description:
It was reported, there was a power on reset (por) condition, and the pt could not adjust stimulation. The por was cleared and the issue was resolved.

Manufacturer narrative:
(B)(4).